Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had cosmetic metal ion oxidation, the tip electrode insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the left ventricular lead had chronic elevated thresholds. The lead was removed and replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the left ventricular lead had chronic elevated thresholds. The lead was removed and replaced. There were no patient complications reported as a result of this event.